Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: during testing of devices prior to use on patient, they were locked out in error.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
Per maude event report form #(B)(4), during a laparoscopic procedure; the stapling device was introduced into the sterile field. During testing of the stapling device it was discovered that it would allow closure, but would not re-open. A second stapling device was opened and yielded the same result. A third stapling device was opened and found to be fully operational. The procedure was completed using same like device. There were no adverse patient consequences reported.